Manufacturer narrative:
Investigation of this case revealed that the device functioned as expected and that the glucose excursion was consistent with overcorrection for a low and possible delayed carbohydrate absorption from the meal announcement. It was concluded that user actions related to hypoglycemia treatment and meal absorption timing contributed to hyperglycemia and that no device malfunction occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced fluctuating glucose with a low-glucose alert followed by hyperglycemia after treating the low with multiple fast-acting foods while using the ilet system, which was dosing every five minutes and generating no additional alerts. Symptoms included low glucose followed by elevated glucose with upward trend indicators. Outcomes included no injury and no hospitalization. Investigation included customer interview, review of device algorithm history, and alert review.